Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that the secondary mini bag was back-filling into the primary tubing even with all the stop gaps in place. This event occurred during priming with an unspecified antibiotic using a baxter colleague single chamber pump. There was no patient involvement. No additional information is available.